Manufacturer narrative:
The reported condition of constant air alarm was not confirmed or duplicated and therefore, an assignable cause could not be determined. The device was tested and is able to infuse normally and does not present any failure. The alarm log was checked and no failures where found related with an air alarm. (B)(4).

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the as determined problem code to be battery since the reported condition was not confirmed, and during the sample evaluation, a leaking main battery was found to be the most severe problem. The leaking battery was caused by over charging. The main battery was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "air." After follow-up with the customer, it was learned that the device showed a constant air alarm with no line connected to the device. This condition was found upon power-up of the device in the general patient ward. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.